Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited far-field oversensing in the right atrial (ra) channel. Which resulted in inappropriate atrial tachy response (atr) episodes to be stored. Reprogramming options and sensitivity adjustments were performed. Subsequently, the left ventricular (lv) activity started to be sensed on the ra channel. Ts recommended turning off the lv sensitivity, but it remained at the physician discretion. In addition, this crt-p system presented high out of range pacing impedance measurements with high pacing thresholds. This crt-p remains in service. No adverse patient effects were reported.